Event description:
It was reported that the distal tip of housing broke off into many pieces inside the pt. It was further reported that surgeon was able to get all pieces cleaned out. Case was delayed approx 5 minutes.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.